Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction.

Event description:
Consumer alleges lain upon the heating pad in his bedroom and received a burn on his back. There was not a report of property damage with this incident.

Event description:
Consumer alleges lain upon the heating pad in his bedroom and received a burn on his back. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.